Manufacturer narrative:
Other applicable components are: product ID: 977a260, serial# (B)(4), product type: lead; product ID: 977a260, serial# (B)(4), product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient fell and ¿things were messed up.¿ the patient state that the device was not working for them and that the leads moved. The patient stated that it ¿slowly started messing up but kept stopping.¿ the patient reported that they have been without it working for about a year. No further complications are anticipated.